Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed the insulin cartridge and by morning only 30 units remained, with no visible leakage at the ilet or infusion site; the user disconnected the ilet, administered a subcutaneous insulin injection, and was advised to wait two hours before reconnecting while monitoring blood glucose. Symptoms included hyperglycemia with levels over 300 and no reported physical symptoms. Outcomes included temporary interruption of pump therapy and use of backup subcutaneous insulin, with no hospitalization or professional medical intervention. Investigation included customer care troubleshooting and education regarding temporary disconnection and reconnection timing. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms reported and no visible leak identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.